Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, multiple non-sustained right ventricular oversensing episodes were observed. Review of the electrograms revealed that the episodes were due to post paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed.